Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic, multiple ventricular tachycardia extended episodes were incorrectly classified as supraventricular tachycardia in the monitor zone due to morphology diagnosing. The recommended programming changes were made to counter the patient being symptomatic to the arrhythmia. The patient had experienced palpitations and shortness of breath. The device has not operated incorrectly since the changes were made. The patient condition was stable throughout the arrhythmia and after the changes were made.